Event description:
A nurse reported that during the intraocular lens (iol) implantation surgery, after the implantation, during the surgery, the surgeon noticed the lens was cracked. Hence the lens was removed and replaced during the same procedure. Additional information was received stating that, there was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).